Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer called to report the insulin pump alarmed for no delivery. The customer changed out the whole set and the insulin pump alarmed again during the fill tubing process. Troubleshooting was performed. Found that the insulin pump was functioning as designed. Advised to call back if any other issues occur. Nothing further report.